Manufacturer narrative:
Additional information: the patient reported this event occurred "a few times over the last few weeks", including (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a separation issue with their minicap transfer set. The event occurred during patient use of the device for peritoneal dialysis. The patient stated the transfer set was "separating and coming loose at navy and blue section" and would "loosen but not disconnect". The patient was able to screw it back in. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/11/2021.

Manufacturer narrative:
Additional information in h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.